Event description:
The explanted generator and lead were discarded by the hospital. Therefore, no analysis could be performed.

Event description:
It was reported that the patient requested to have her vns system explanted because she was having pain at her generator and electrode sites. The patient had explant surgery. The explanted products have not been received to date.